Event description:
.It was reported that new material code of bardia foley catheters did not have color coding on the packaging of the box (lot# mygn0175, lot# mycrrc36 and lot# myfv2209 ) and the wordings on the individual sterile packaging was too small (lot# mygn0175 , lot# mycrrc36 and lot# myfv2209 ). Per follow-up information received from ibc on 16jun2022, confirmed that one more lot number of bardia foley catheters did not had color coding on the packaging of the box (lot# myev2144 - ) and the wordings on the individual sterile packaging was too small (lot# myev2144 - ) based on the photo sample received on 09jun2022.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was unconfirmed because the device meets specifications. Received only photo of individual sterile packaging. Based on the attached photo, no abnormality was observed on the pouch print label as reported by the customer. The potential root cause for this failure mode could be due to illegible print & missing print. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Sterile: unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not desterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected

Event description:
.It was reported that new material code of bardia foley catheters did not have color coding on the packaging of the box (lot# mygn0175, lot# mycrrc36 and lot# myfv2209 ) and the wordings on the individual sterile packaging was too small (lot# mygn0175 , lot# mycrrc36 and lot# myfv2209 ). Per follow-up information received from ibc on 16jun2022, confirmed that one more lot number of bardia foley catheters did not had color coding on the packaging of the box (lot# myev2144 - ) and the wordings on the individual sterile packaging was too small (lot# myev2144 - ) based on the photo sample received on 09jun2022.